Event description:
The facility reported a pump with the wrong error codes, "end of syringe" no 5ml error code. This event occurred at an unknown time. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
During baxter's product eval the customer's reported condition of a pump with wrong error codes "end of syringe" no 5ml error code was confirmed during service. The root cause was due to a malfunctioning mechanism board. The problem was resolved by replacing the mechanism board. The device was retested and returned to the customer within specification on december 17, 2008.